Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular right (rv) lead. There was no information immediately available. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional information is received.